Event description:
New information received noted the insertable cardiac monitor (icm) was explanted without a replacement. The patient was in stable condition.

Event description:
It was reported the patient reported remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor (icm) battery prematurely depleted. No changes or intervention was performed. The patient condition was unknown.